Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2011-00240 for the first event involving the same pt. It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted through a sheath into the pt's left femoral artery. After the iab was inserted and prior to intra-aortic balloon pump (iabp) therapy, the md flushed the central lumen with heparin saline and noted that there was no back flow of blood in the a-line. The md used a syringe to pull back on the a-line and according to the md the "central lumen seemed blocked." The md then noticed that there was blood in the gas line. As a result, the iab was removed and a new iab was inserted. There was no reported pt death or injury. Medical/ surgical intervention was not required. Iabp therapy was delayed for over 8 minutes. There were no reported pt complications and the pt outcome is not available. Additional information received on (B)(6) 2011 from the sales representative stated "spoke to the head nurse. All she told me was that the pt was taken back to ccu (cardiac care unit). The nurse did not know pt outcome as of yet." Reference MDR # 1219856-2011-00242 for the third event involving the same pt.